Event description:
It was reported that the device failed accuracy at 7.05%. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No faults were observed in the event history log. Functional testing was performed. The reported issue was not duplicated. The pump was functioning within manufacturing specifications.